Event description:
A 2.5mm diameter x 18mm length micro driver rx coronary stent system was inserted into a patient for the treatment of an unknown lesion. The lesion morphology was severe tortuosity, 90 percent stenosis with severe calcification. It was reported that the device was inserted into the patient after the lesion was pre-dilated. It was reported that while the physician was advancing the stent delivery system the stent caught on the bifurcation between the lad and circumflex. The physician pushed and pulled the stent delivery system several times; the stent came off of the balloon. The stent was successfully retrieved from the patient. The case was completed with another manufacturer's stent. No additional clinical sequelae were reported and the patient is fine. Medtronic has received the device and its analysis has been completed. The returned device was received without the stent in place, the stent was not returned. Evaluation of the returned device shows evidence that the stent was adequately mounted on the balloon. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.